Event description:
It waqs reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur, and the customer was advised to contact technical support if it reappeared.